Event description:
Information received by medtronic indicated that the pump alarmed that is the insulin flow blocked or no delivery and rewind anomaly. No treatment was necessary. No harm requiring medical intervention was reported. Troubleshooting was not performed. It is unknown if the product will continue to be used and will be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump pass the self-test and active current measurement test. Pump did not pass the sleep current measurement test due to high currents. Unable to perform the displacement accuracy test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due a pump error 37 occurring during testing on (B)(6) 2024 06:56:15.000. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test to due moisture damage on the motor assembly. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024: 13:40:20.000 priming; (B)(6) 2024: 15:49:35.000 priming, 15:57:23.000 priming and 16:04:08.000 priming; in pump downloaded history. Pump error 130 on 16:04:08.000 was found in the history files. Pump error 38 on (B)(6) 2024 15:57:43.000 was found in the history files. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Pump error 37 was confirmed during testing and due to moisture damage on the motor assembly. Prime/fill anomaly and no current code were confirmed due to a pump error 37. Pump error 38 was confirmed due to moisture damage to the motor assembly. Unable to confirm insulin flow blocked due to pump error 37. Unexpected battery power loss was confirmed, problem isolated to pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.